Event description:
It was reported that noise oversensing was noted on this pacemaker, resulting in stored episodes of ventricular tachycardia (vt). Technical services (ts) was requested to evaluate the episodes. This investigation will be updated when further information becomes available. This pacemaker remains in-service at this time. No adverse patient effects were reported. Technical services (ts) review confirmed that noise oversensing on the stored ventricular episodes. All measurements remain within normal range. Ts recommended troubleshooting to determine the cause of the noise. This pacemaker remains in-service. No adverse patient effects were reported.

Event description:
It was reported that noise oversensing was noted on this pacemaker, resulting in stored episodes of ventricular tachycardia (vt). Technical services (ts) was requested to evaluate the episodes. This investigation will be updated when further information becomes available. This pacemaker remains in-service at this time. No adverse patient effects were reported. Technical services (ts) review confirmed that noise oversensing on the stored ventricular episodes. All measurements remain within normal range. Ts recommended troubleshooting to determine the cause of the noise. This pacemaker remains in-service. No adverse patient effects were reported. Additional information was received. Continued remote monitoring is expected and troubleshooting to be performed at next routine follow-up. Additional information was received. An x-ray was performed due to continued right ventricular (rv) lead noise, high out of range pacing impedance leading to signal artifact monitor (sam) event to be stored. Lead damage was noted, and a revision procedure is expected. This rv lead and pacemaker remain in-service. No adverse patient effects were reported.